Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed but was unable to duplicate the reported issue. Findings from the failure analysis found a solenoid failure.

Event description:
The customer reported the vela ventilator went inop while on patient. There was no patient harm associated with the reported issue.